Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.

Event description:
The customer reported the tubes underfilled when straight or butterfly needles were used to collect the blood. The customer advised discard tubes were used prior to the coagulation tube. The customer advised they are not aware if all phlebotomists hold the tube in the holder with the thumb until filled completely. The customer advised the underfill occurred whether the phlebotomist was experienced or not. The customer labeled a diagram of where they advised the tubes consistently fill.